Manufacturer narrative:
Event date month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other upper quadrant sites. It was reported patient had her ins recharger (insr) in her bag and her water bottle got it wet yesterday and it would not function. Patient said insr screen showed the splashed screen, so she thought it was working and tried to charger her insr. It was mentioned insr screen was not frozen even though insr was not plugged into the wall. Patient stated she charged ins every day, could not charge her ins overnight, and she realized her ins was dead. It was noted insr was not plugged into the wall, the patient did not see the medtronic splash screen after pressing the reset button, and the insr screen was still frozen. It was noted recharger got wet and would not function. No further complication and no symptoms were reported. Additional information was received and it was reported that there was a 375 recharger code indicating antenna failure. No symptoms were reported. No further complications were reported or anticipated. It was further reported that the patient continued to have an issue with a 375 code. The caller was frustrated and they had gone without stimulation for over a week and had not been able to charge because the 375 code. The caller stated the ins died over the weekend. They received a replacement recharger antenna and unplugging it and plugging it back in then resetting the recharger did not resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.